Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6), explanted: product type programmer, patient product ID 97755, serial# (B)(6), explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) stated that they confirmed with the physician and there had been no trouble as of (B)(6). No patient complications were reported as a result of this event.

Event description:
Additional information received stated that it was unknown whether the stimulus turning off issue had been resolved at the time of follow-up. The rep involved with the event had not received any additional contact from the physician regarding the event, so it was ¿presumed that no troubles had occurred.¿ it was noted the patient¿s next hospital visit was scheduled for (B)(6) 2021. The cause of the patient controller issue was not identified as of (B)(6) 2020. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that occasionally the stimulus suddenly turned off, when checked the patient controller, it blacked out and became inoperable. When the battery pack was reinserted, the operation became able to be performed. Similar events occurred multiple times (about once a week to once a day). Troubleshooting and actions taken reported that from the session report, it was confirmed that the stimulus was turned off only once from september 6th to 8th in the past month. The patient controller was replaced with a new one. The issue was not resolved and no surgical intervention occurred or was planned. Relevant medical history includes chronic pain. Additional information received reported it was unknown at the time if the issues were resolved or not. If the issue is not resolved by the patient's scheduled hospital visit, the physician would contact the rep. As they have not received any information, it was presumed that no troubles have occurred yet.